Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had an adjustment a few weeks ago around (B)(6) 2016 and then presented a few days later with pain at the battery site in the emergency room (ER). They lowered the settings back down without any reduction in pain. The hcp planned on moving the battery to a different site on (B)(6) 2016. The hcp replaced the battery and moved it to the right side of the body due to the pain issue the patient was having. The procedure went as expected and there were no issues. The manufacturer representative was not sure how the patient would respond yet. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.